Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of other potential factors. It was reported the post-balloon dilatation dislodged the valve, which was supported by the image subject matter expert assessment. Ultimately, a second valve was implanted valve-in-valve and no additional adverse patient effects were reported. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. It is likely the dislodgement contributed to the reported event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID l-evolutfx-2329; product type: compression loading system (cls) product ID d-evolutfx-2329; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and no pre-dilation was performed. The valve was deployed and a post-dilation with rapid pacing was performed due to paravalvular leak (pvl). The post-dilation caused the valve to dislodge. Prior to dislodgement, the implant depth was 5mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). Following dislodgement, the valve was located above the sinotubular junction (stj). No regurgitation or high gradients occurred as a result of the dislodgement. A second valve was implanted valve-in-valve. A procedural delay of approximately 30 minutes occurred. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: four media files were provided for review. The patient¿s executive summary was not provided for anatomical review. Evidence supported that the valve dislodged during the post implant dilation. The evolut valve appeared to have moved from its original position mid balloon inflation on the media files provided. Of note, angiogram after deployment of the first calve was not provided, thus it is not possible to validate adequate depth. However, it was reported that the depth was 5mm. The dislodged valve was left above the sinotubular junction (stj), and a second valve was implanted, as visible on the provided images. Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that moderate paravalvular leak (pvl) was present following the implant of the first valve ((B)(6) ). Following the implant of the second valve ((B)(6) ), no pvl remained.